Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the luminometer due to reading instability. The cse then ran quality control (qc) to check the system. The system performed as intended. The cause of the discordant, falsely high tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely high cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur xp instrument. The initial results were reported out to the physician. The results were questioned by the physician. The samples were repeated from the same tube and from another tube, on the same advia centaur xp instrument. The repeats resulted lower. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high tni-ultra results.

Manufacturer narrative:
The initial MDR 2432235-2016-00273 was filed on may 26, 2016. Additional information (06/22/2016): a siemens headquarters support center (hsc) specialist reviewed the service information. Based on the information provided, the cause of the discordant, falsely high cardiac troponin I results was due to a defective luminometer. The instrument is performing according to specifications. No further evaluation of the device is required.